Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that farawave 1 (lot 37667417) functioned normally during preparation and use, but once removed from the body, the guidewire became stuck and could not be advanced or retracted. No tissue was observed at the tip of the catheter or guidewire, and no other catheter malfunctions were identified for the first catheter. A second catheter, farawave 2 (lot 37667416), on back table prior to use also presented resistance during guidewire advancement, after the guidewire was removed and the lumen was flushed, the guidewire could not be advanced when reintroduced, requiring multiple attempts before it finally passed through. Once in place, the physician noted the guidewire was not moving smoothly and requested a third farawave catheter which was used without any issues. The second catheter never entered into the patient's body. No patient complications occurred. The device is expected to return for laboratory analysis.